Event description:
In 2008, we had a small fire that occurred during nebulizer treatment. The patient was started on a 15 minute nebulizer treatment using the pari track s neb machine made by pari innovative manufacturing. Five minutes later, a report of a fire in that resident's room occurred. When staff came in the room there was a small amount of flames coming from the nebulizer. Since the nebulizer was sitting on top of an o2 concentrator, the fire also damaged the top of that unit too. The event occurred in a 4 bed ward. All residents were removed safely and no adverse reaction occurred. We have reported the event to the vendor that provided the machine, as well as the manufacturer of the equipment.